Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had ventricular tachycardia (vt) while on amiodarone. The vt while on amiodarone was part of the patient's past medical history reported by the advanced practice provider(app).

Manufacturer narrative:
B3: date of event is estimated. Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on hmii lvas, serial number (B)(6), until (B)(6) 2024 when the patient expired. The device was not returned for evaluation (reference manufacturer report number 2916596-2024-02117). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.